Manufacturer narrative:
(B)(4).

Event description:
New information notes that the lead continues to show low impedance. When performing a second emergency shock, alert messages indicating possible hv lead issue and operation could not be completed were displayed. Lead damage was indicated. Lead fracture was noted when the lead was capped on (B)(6) 2016. No adverse consequences to the patient were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented receiving a patient notifier for low hvli reading. Programming changes were performed. The situation will be discussed with the physician and the patient will continue to be followed closely.